Event description:
It was reported that during a laparoscopic lobectomy, the device's jaw would not open after firing. The device was removed by resecting additional tissue and the anastomosis completed via hand suturing. The case was subsequently completed with a similar device. There was no additional patient consequence.